Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported that the 9900 system would not x-ray and the left monitor would not work. No patient injury was reported.